Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2006 and the mesh was implanted with excellent results. In 2017 the patient presented with minor postmenopausal bleeding and felt something sharp. The vaginal examination revealed a small mesh extrusion in the left lateral recess of the vagina. Uneventful excision of small mesh extrusion on the left side under general anesthesia performed on (B)(6) 2017. An intra-operative cystoscopy was performed and result is unremarkable. It was also reported that the follow up is planned and good outcome is expected.

Manufacturer narrative:
Additional information was requested and the following was received: the diagnosis and indication for the initial surgical procedure? - 2006, what were current symptoms following the index surgical procedure? Onset date? - 2017, presented with minor postmenopausal bleeding and felt something sharp per vagina on examination- small mesh extrusion seen in left lateral recess of vagina the initial approach for the index surgical procedure? - proceeded to uneventful excision of small mesh extrusion on left side only under ga on (B)(6) 2017 - intra-operative cystoscopy unremarkable, follow up planned, good outcome expected.